Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-06443/06446).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. This report is number 3 of 6 MDR's filed for the same event (reference 1825034-2014-06372 / 06373 & 06443/06446).

Event description:
It was reported that the patient underwent a bilateral total knee arthroplasty on (B)(6) 2009. Subsequently, patient was revised on an unknown date on an unknown side implanting cement spacer molds. Patient underwent additional revision procedures on (B)(6) 2014 due to infection. All components were removed and replaced during the (B)(6) 2014 revision procedure.

Event description:
It was reported patient underwent a bi-lateral knee procedure on (B)(6) 2009. Subsequently, patient underwent a revision procedures on (B)(6) 2014. It was further reported patient underwent a revision procedure on (B)(6) 2014 due to alleged infection. A review of the invoice history indicates patient underwent an orthopedic salvage procedure on (B)(6) 2014. It further suggests patient underwent a revision procedure on (B)(6) 2014 due to an unknown reason.